Event description:
It was reported that the patient had two inappropriate shocks due to t-wave oversensing via a change in intrinsic morphology. When the patient came in to the clinic for a follow-up, the device could not be interrogated. There were no tones with magnet application. The clinic did a magnet reset and the device was successfully interrogated. There were no additional adverse patient effects. The system remains implanted.